Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference manufacturer report number 3005099803-2009-05496. It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2009. According to the complainant, during the procedure two gold probes would not cauterize even when setting was increased to 18 out of 20. The procedure was completed with a third gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).